Event description:
It was reported that stent damage occurred. A 20 x 3.00mm promus premier¿ stent was selected. During preparation of the device outside the patient's body, it was noted that the distal edge of the stent was damaged. The procedure was completed using a 3.0x18mm non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the distal end of the stent was damaged, distorted and lifted upwards from the stent profile. The crimped stent outside diameter (od) at the undamaged proximal portion of the stent was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 3.00mm promus premier¿ stent was selected. During preparation of the device outside the patient's body, it was noted that the distal edge of the stent was damaged. The procedure was completed using a 3.0x18mm non bsc stent. No patient complications were reported and the patient's status was good.